Event description:
It was reported that the wheels on the device are stiff and they are getting warmer than usual. There was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: analysis of the device found that the device as not working when it arrived. Could not verify customer¿s complaint regarding overheating. The motor had seized. The rotate disk does not work; device was disassembled to clean collet and housing in order for wheel to rotate. The motor/cable was replaced along with other parts. The unit was tested and passed all manufacturing specifications.